Event description:
The customer reported the 8fr ng tube was in situ since (B)(6) the weight and some of the tube was found by the family in the patient's ostomy bag. The patient was in mdu for a visit on (B)(6) and the rn pulled the rest of the ng and found the end severed. Measured against another 8fr and both pieces appear to be the same length as a new tube. The patient required a new tube be inserted sooner than 30 days.

Manufacturer narrative:
An investigation is currently underway. Upon completion the results will be forwarded.

Manufacturer narrative:
Both photos and a physical sample were received for investigation. The photos and samples were evaluated and the reported condition was observed. The device history record (DHR) could not be reviewed as no lot information was provided within the complaint. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. As part of the investigation all processes and controls were reviewed and found to be correctly followed. There were no abnormal conditions found that could trigger the observed condition. Based on all available information, a definitive root cause could not be determined at this time. We will continue to monitor related reports to determine if additional actions are necessary.

Event description:
The customer reported the 8fr ng tube was in situ since (B)(6), the weight and some of the tube was found by the family in the patient's ostomy bag. The patient was in mdu for a visit on october 03rd and the rn pulled the rest of the ng and found the end severed. Measured against another 8fr and both pieces appear to be the same length as a new tube. The patient required a new tube be inserted sooner than 30 days. Per additional information received, the broken piece was found in the patient's ostomy bag at home on (B)(6) 2025. This was flagged by the parent during his appointment on (B)(6) 2025.